Event description:
Additional information received by the patient reported that on the day of implant, (B)(6) 2012, the first set of wires that were put in to connect the electrodes in the brain to the batteries in the chest had not worked properly. A second set of wires were put in and the health care provider (hcp) felt like the wires would ¿be okay for a long time.¿ when the patient came out of the operating room the length that he was under anesthesia was fairly long. The patient wanted to find out the name of company representative that was present during the implant so that he could ¿see if there was anything more that could be done.¿ it was unclear what the patient meant by ¿if there was anything more that could be done.¿ the patient noted that since having the electrodes implanted in his brain his life had improved 100%. It was noted that the health care provider (hcp) had no record of that the patient had called them. The indications for use (ifus) are parkinsons dual and movement disorders.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: neu_unknown_lead, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: neu_unknown_lead, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that one of the wires was not firing right. The healthcare professional had come right out after implant surgery and them they could not get one of the wires to fire right so they put in a new set of wires from the patient's battery to his basil ganglia. Reference manufacturer's report number: 3004209178-2015-13762.